Manufacturer narrative:
H6: investigation summary bd received one actual samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm on stopper with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm on stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated there was a "dirty cap ×1n."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated there was a "dirty cap ×1n."